Event description:
It was reported the ilr collected noise oversensing or possibly some type of interference. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the implantable loop recorder collected noise oversensing or possibly some type of interference. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the ilr collected noise oversensing or possibly some type of interference. The device remains in use. No patient complications were reported as a result of this event. It was further reported that the device showed another episode of noise even though the patient was not symptomatic. No intervention was done and routine follow-up is ongoing with the patient.

Manufacturer narrative:
(B)(4).